Event description:
Customer stated that he had low blood glucose of 37 mg/dl and paramedics were called to wake him up. Customer stated that he was wearing the insulin pump and the sensor at the time of the event. Customer also stated that he was having problems with his sensors, they were not adhering. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-53467.